Manufacturer narrative:
Additional information: according to the limited information received from the field the device was explanted due to poor performance with the device. However, despite requested neither further information nor the device has been received for investigation yet.

Event description:
An explant surgery occurred on (B)(6) 2025, due to poor performance with the implant.

Event description:
Aud emailed (B)(6) to inform her that an explant surgery occurred on (b))6) "due to poor performance with the implant." (B)(6) was not aware that an explant surgery was being performed. Med-el was not consulted prior to surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.